Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device's serial number is unknown; hence the date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that an adc freestyle libre meter would not power on with button press therefore, the customer was unable to test glucose level and had a medical event. On (B)(6) 2019, the customer experienced symptoms described as ¿nauseous, dizzy and dehydrated¿ and had contact with a healthcare provider. The customer was diagnosed with hyperglycemia and was administered fluids for treatment. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A customer reported that an adc freestyle libre meter would not power on with button press therefore, the customer was unable to test glucose level and had a medical event. On (B)(6)2019, the customer experienced symptoms described as ¿nauseous, dizzy and dehydrated¿ and had contact with a healthcare provider. The customer was diagnosed with hyperglycemia and was administered fluids for treatment. No further treatment was reported. There was no report of death or permanent impairment associated with this event.